Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with two mentor saline breast implants has experienced postoperative left-sided deflation, right-sided capsular contracture (unknown grade), and generalized illness symptom of brain fog and pain. Patient reported the left side is a lot smaller, and the capsular contracture on the right is causing pain and discomfort; it¿s hard and painful. Patient reported feeling not normal and has been going on since shortly after initial surgery. As a result, the patient underwent explantation on (B)(6) 2020. This medwatch report is for the right-sided implant.